Event description:
During an office visit for follow up of wound status and care, pt called attention to her PICC line. PICC catheter was noted to be 11cm out of insertion site. Pt sent for chest x-ray. Catheter was in place mid-clavicular: however, the radiologist noted a wire protruding through thoracic and lumbar region on abdominal view. Wire was at level of placement on initial chest x-ray 2 months earlier. An appointment was made to have the radiologst extract the wire. Pt arrived at radiology for wire removal. Removal of the PICC line and wire was accomp0lished under fluoroscopy by radiologist. A new PICC line device was inserted at the pt's request. Radiologist stated that an exam of the guide wire on the new line was visibly different from the guidwire on the device that he had used for the original PICC line insertion.